Event description:
Customer complaint of high control test results. Customer's expected blood results are 134-168mg/dl fasting. Customer states that she feels well and requires no medical attention. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 226mg/dl and 224mg/dl not fasting. Reviewed meter memory: 178mg/dl, fasting: yes; 125mg/dl, fasting: yes; 125mg/dl, fasting: yes; 125mg/dl, fasting: no; 99mg/dl, fasting: yes. Ran a control test and read 211 which is out of range for the level 2 solution (91-123). Due to impaired vision customer could not read the date and time of the results on her meters memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:testing outside of recommended environmental conditions. Product codes updated.

Event description:
Consumer complaint of high control test results. Customer's expected blood results are 134-168mg/dl fasting. Customer states that she feels well and requires no medical attention. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 226mg/dl and 224mg/dl not fasting. Reviewed meter memory: 1: 178mg/dl fasting:yes; 2: 125mg/dl fasting:yes; 3: 99 mg/dl fasting:yes; 4: 125mg/dl fasting:no; 5: 99 mg/dl fasting:yes; ran a control test and read 211 which is out of range for the level 2 solution(91-123). Due to impaired vision customer could not read the date and time of the results on her meters memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product under evaluation.